Event description:
It was initially reported that patient noticed a critical alarm and the attending physician switched the pump to minimum flow rate/ pump on hold and substituted the patient with oral medication. It was indicated that device troubleshooting was ongoing and a revision/perhaps replacement was scheduled on (B)(6) 2012. Drug delivered via the device was lioresal 500mcg/ml; it was added that it was too early to rate a possible withdrawal syndrome. It was later reported that the pump had switched into the safety mode on (B)(6) 2012; a possible cause based on electromagnetic interferences remained uncertain. The physician reprogrammed the pump and checked its functionality; after that, the pump showed no further indications for a malfunction. The patient left the hospital with a good effect of the therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).